Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a CT scan and was wearing the insulin pump. Customer stated that she has been experiencing high blood glucose in the 300 and 400 mg/dl range since the exposure. Blood glucose at the time of the incident was 274 mg/dl; value at the time of the call was 183 mg/dl. Troubleshooting for motor error and motor position encoder error alarms was performed; the customer stated the drive support cap is recessed, the insulin pump passed the displacement test and customer was able to prime. During troubleshooting; the customer found a small air bubble in the reservoir, the cannula was not bent and she declined to check her settings. Customer mentioned her basal rate settings might need to be increased. The insulin pump would not be replaced or returned for analysis.